Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager reported evaluating the iabp and verifying the fault codes. The stm reinstalled the software to fix the issue he then returned the iabp to the customer for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had fault codes #2 & # 55. It was not reported when the event occurred. However, no patient involvement or adverse event was reported.